Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error b31 and that the endoeye did not generate an image during an inspection for use with an olympus gynecologic laparoscope.. There was no patient injury reported.